Event description:
Additional information received reported that the patient¿s replacement surgery had still not been scheduled at the time of the report.

Event description:
It was reported that the patient was not getting as good of coverage as she had in the past. She had to increase stimulation and it was still not strong enough to cover. Impedances were good and no falls were reported. No power on reset (por) occurred. The battery level was noted to be at 2.64 volts. Follow-up determined that the patient was going to be scheduled for a battery replacement. The date was not yet known. Further follow-up was performed to determine if the replacement had been scheduled and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a-45, lot# j0461502v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-45, lot# j0455460v, implanted: (B)(6) 2005, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).